Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a defective device. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device is returned in an opened blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. A broken haptic is observed partially advanced outside the nozzle tip. The plunger is advanced on the right side of the haptic. Remaining intraocular lens (iol) is returned outside the device loose in the carton. The lens has ophthalmic viscoelastic device (ovd) dried on both surfaces. One haptic is broken/torn. We are unable to determine the root cause for the reported complaint "defective". A broken haptic was observed in the nozzle tip. Most likely straight trailing haptic occurred that could not be released from the device. Straight trailing haptic may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is(B)(4).

Event description:
No further information expected as reporter unwilling to provide additional information.